Event description:
Washout due to infection.

Manufacturer narrative:
Cat # 6570-0-328, lot # 37372801, delta v-40 ceramic head 28/-2.7 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. (B)(4).

Manufacturer narrative:
The event was not confirmed as reported device was not returned as it were disposed off by the hospital and no medical records were provided. Device history review indicates all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for the reported lot for this issue. The exact cause of the event could not be determined because limited information was provided.

Event description:
Washout due to infection.